Manufacturer narrative:
Device evaluation: the concerned c-mac pocket monitor (8403xd, serial: (B)(6)) was returned to the manufacturer for inspection. During the technical inspection the reported error ("display defect") could be confirmed. The following defects were identified: no image, socket on application part is damaged, display defective, circuit board defective. The image failure is caused by the defective circuit board. Based on the inspection results, it is concluded that the cause for the defects is wear and tear. In addition, we would like to call your attention to the following information stated in the instructions for use (c-mac® pocket monitor; document: (B)(4)). Page 7: "3.2 correct handling if the product is not handled correctly, patients, users, and third parties may be injured. Only persons with the necessary medical qualification and who are acquainted with the application of the product may work with it. Check that the product is suitable for the procedure prior to use. Check the product for the following points before and after every use: completeness good working order rough surfaces left inadvertently sharp corners burred edges correct assembly of the components functionality do not leave broken-off components inside the patient. Do not overload the product with mechanical stress. Do not bend bent products back to their original position." Page 8: "3.6 failure of products the product may fail during use. Have a replacement product ready for each application or plan for an alternative surgical technique." The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "display defect". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).